Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use when the issue occurred. It was reported that the system cannot x-ray anymore. Review of the system log file identified errors indicating that the x-ray generator was malfunctioning. Upon troubleshooting, philips field service engineer (fse) checked all the plugs of the generator and confirmed that a connector on the cathode side had dark spots. The fse cleaned the plugs and then preventively replaced the kv/ma unit. After preventively replacing the kv/ma unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that it was not possible to generate x-ray. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reconnected the connectors, cleaned the plugs and preventively replaced the kv/ma unit which returned the system to use in good working order.